Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display and high blood glucose. Customer's blood glucose level was 454 mg/dl. Customer advised the blank display occurred while they were at work. Customer was advised to replace the insulin pump with a new battery. Customer advised the blank display issue was resolved. Customer advised there infusion set came out they became angry and hung up the telephone.